Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider spoke to (B)(6) in technical services ext (B)(6) to advise physical damage to chair, right side locking cylinder and mounting weldment got bent, causing drive wheel to lock in the air.